Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5042243) in united states on 29-jun-2015, who had essure (fallopian tube occlusion insert), lot number a96184, inserted on (B)(6) 2014. Consumer reported that, two weeks after having essure coils implanted, she experienced severe nausea, lower abdominal pain, bloating and bleeding. According to her, these symptoms continued until she had the coils removed on (B)(6) 2014 and, once the coils were removed, all of these symptoms disappeared. In addition, the seriousness criterion "required intervention" was reported; however it was not specified for which event. Ptc investigation result was received on 20-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: batch number a96184. Production date: 2/2013. Expiration date: 2/2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further techical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had bleeding after essure (fallopian tube occlusion insert) insertion. The devices were removed and she recovered from this event. The reported event, regarded as genital bleeding, was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, two weeks after essure placement, consumer started experiencing bleeding, bloating, and lower abdominal pain. Considering the close temporal relationship with essure insertion and as the events recovered with devices removal, causality with essure cannot be excluded. This case was regarded as incident, since essure removal was required (intervention implied). A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 09-oct-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had bleeding after essure (fallopian tube occlusion insert) insertion. The devices were removed and she recovered from this event. The reported event, regarded as genital bleeding, was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, two weeks after essure placement, consumer started experiencing bleeding, bloating, and lower abdominal pain. Considering the close temporal relationship with essure insertion and as the events recovered with devices removal, causality with essure cannot be excluded. This case was regarded as incident, since essure removal was required (intervention implied). A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.